Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had the safety shield fail. The following information was provided by the initial reporter: "taking blood from a patient. I withdrew the needle from the arm and flipped the safety shield to cover it but it fell off leaving an exposed needle. Please note - I could not find a manufacturers date on the needle - so I have had to make up a date to submit this form as it is a mandatory box informed senior nurse - took photograph - and disposed of needle safely in a clinical waste sharps bin"

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. H3 other text: see h10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had the safety shield fail. The following information was provided by the initial reporter: "taking blood from a patient. I withdrew the needle from the arm and flipped the safety shield to cover it but it fell off leaving an exposed needle. Please note - I could not find a manufacturers date on the needle - so I have had to make up a date to submit this form as it is a mandatory box. Informed senior nurse - took photograph - and disposed of needle safely in a clinical waste sharps bin."